Manufacturer narrative:
H11. Additional narrative surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through the review of the medical article "dynamic echocardiographic changes in aortic regurgitation hemodynamics following transcatheter valve implantation" journal of echocardiography 2026, the following events were identified: a 75-year-old male patient with a 23 mm carpentier-edwards perimount aortic valve underwent valve-in-valve procedure after an implant duration of approximately fifteen (15) years due to calcification-related leaflet degeneration, structural valve deterioration, and worsening aortic regurgitation with concomitant aortic stenosis. The patient had undergone surgical aortic valve replacement at another hospital for aortic regurgitation due to bicuspid aortic valve. Approximately three years prior to the procedure, progressive valve stenosis associated with calcific degeneration was observed, followed by the onset and worsening of regurgitation. Degree of aortic regurgitation was severe. The patient presented with drug-refractory heart failure (new york heart association class iii) requiring positive inotropic support and was symptomatic. The device was replaced with a 26 mm evolut fx plus valve via transcatheter valve-in-valve procedure successfully. Patient outcome was reported as hemodynamic improvement and symptomatic relief, and the patient was transferred to another hospital on postoperative day 7 for further rehabilitation.